Event description:
Customer alleges they replaced actuator a week ago, and it got stuck in the tilted position. Customer also states, it runs but does not move. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code: (B)(4) is approximately 1 year4 months old. The owner's manual part number 1143190 rev j (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown, if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that the actuator was replaced the end of (B)(4) 2012 . The dealer called stating that the chair was allegedly stuck in the tilt position. The actuator, recently installed at the end of (B)(4) 2012, allegedly runs but does not move. The dealer is to replace the actuator. No injury alleged.